Manufacturer narrative:
Engineering testing and analysis to the applicable product specifications was performed. The results recorded no attachment, leakages and or functional performance issues were replicated. Additional engineering testing was performed. The returned mating devices male luer connectors were attached to the mc33667 female luers and using excess pressure. Force on the winds on the female luer to overtighten the connection, the engineer was bale to strip/bend the female luer threads. This would cause the connection to become loose. Mfg. Lot record review: a review of the mfg. Lot database for the reported lot #2835153 (mfg date 03/2014) shows (B)(4) were mfgd., tested, inspected, and released. There was no exception documents generated during the mfg. Lot build. Findings: engineering testing and analysis per the applicable product specifications of the returned mc 33667 devices recorded no attachment of the returned leakages issues and or out of spec conditions. Additional analysis was able to replicate luer component thread damages when excess force was utilized which could compromise the connection. This report and the associated information have been provided to the reporting facility for their review and records.

Event description:
Complaint received reporting attachment/leakage issues with use of mc33667 7.5 smallbore bifuse ext. Set w/2 facility clinicians are finding the "microclaves on the bifuses will become lose and then fall off...also experiencing high instances of the luer collar slipping down the line becoming a slip tip". The (B)(6) even reports " when pt. Stood up from bed, line disconnected...pt. Bled from the central line. Line was immediately clamped". Follow up information received report there were no serious pt. Injuries and or adverse outcomes. Device return: two "used" mc33667 sets; mated/attached to unknown ext. Tubing lines/sets, 10ml bd saline syringe and three pkgd. Mc33667 sets, lot #2835153. Visual inspection (pre and post decontamination) was performed. The results recorded no obvious abnormalities. Dimensional analysis recorded no compatibility issues with the unknown mating sets luer components.